Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the inner gantry cover and two lexan channels were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-stage cover on the imaging system was adjusted. Physical damage to the inner gantry cover was noted, however the component was not replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system could not reach the x-axis limit in motion and that an unintended noise emitted from the gantry when moving to the home position. There was no patient present when this issue was identified. No additional information was provided.